Event description:
It was reported that, during blood aspiration prior to connection to the hemodialysis machine, blood was observed oozing from a slit approximately 0.1 cm in length in the chronic hemodialysis catheter (chdc) below the exit site. As a result, treatment was delayed. There were no reports of patient injury, harm, or adverse health consequences associated with this event other than a delay in therapy. The patient's condition was reported as fine. The affected device was removed from use and was pending replacement at a future date. No additional medical intervention was reported.

Manufacturer narrative:
(B)(4).